Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different patients. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer was instructed on a software workaround for the reported issue.